Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
According to the report, a console control issue in cardiosave intra-aortic balloon pump (iabp) occurred prior to the patient's admission to the csicu, necessitating a return to cardiopulmonary bypass. After admission to the csicu, the balloon pump entered a non-functioning alarm state with the message "helium leak detected," leading to extended periods of absent balloon inflation. There is no more information available regarding the incident or a balloon used. There was no patient harm.